Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 03/25/2011 to 9/10/2020 and confirmed that this device was previously returned for servicing and there were production failures which does not correlate to the customer reported issue.

Event description:
Channel a requires service. It was reported there's no patient involvement.